Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose episode after announcing breakfast, with glucose dropping below 70 mg/dl for about 10 minutes and the user feeling scared and anxious; the event was categorized as hypoglycemia with cause unclear, and the user treated with fast-acting oral carbohydrates, after which glucose returned to range. Symptoms included hypoglycemia with associated anxiety. Outcomes included temporary low glucose that resolved with oral glucose. Investigation included troubleshooting and education with guidance on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.